Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. It was reported that the balloon ruptured during the procedure. Factors that may contribute to material rupture include, but are not limited to, user technique, inadequate balloon integrity, interaction with challenging anatomy, or interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the 6.0x20mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion; however the balloon ruptured at a low pressure. Another abbott balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.